Event description:
The pt reportedly experienced loss of sound followed by no lock. The pt reportedly was kicked on the implanted side of the head while at summer camp. External equipment was changed and programming adjustments were made; however, this did not resolve the issue. The pt was explanted and the pt was reimplanted with another advanced bionics cochlear implant.